Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal seal air connection was poor and it would come off. The procedure was completing as planned with no reported injury. Intuitive followed up and obtained additional information. There was no damage to the port. There was no rapid loss of insufflation. There was no patient demographic information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Visual inspection displayed no signs of physical damage. The seal attached to and removed from an in-house cannula without any issues. No product issue was identified.